Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 34 mg/dl. The customer was treated with glucose tablet. Customer was admitted to the hospital. The customer also reported via phone call that he got lost sensor on the insulin pump. After troubleshooting was done, customer found out the sensor was not actually inserted into body but bent over. The customer was advised to start new sensor and call back if issues recur. Customer was advised the would send replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.